Event description:
Additional information reported that the patient presented to a local emergency department (ER) on (B)(6) 2019 due to low flow alarms at which time, the duke medical center lvad office was called as the patient¿s mean arterial pressure (map) was 113. It was recommended to increase carvedilol dose. During a follow up visit on (B)(6) 2019, it was reported that the patient¿s blood pressure (bp)was not well controlled and the patient was restarted on spironolactone 25 mg daily, continue losartan 25 mg daily. During a (B)(6) 2019 office visit, the patient¿s map was 114 and losartan increased. During a (B)(6) 2019 visit, the patient¿s map was 108 and losartan increased.

Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device- 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a total loss of external power was recorded (B)(6) 2019 18:13:31. This event appears to have occurred while connected to mpu power. Both power leads suddenly lost power and ebb was used to support the system during this time. Motor function was not affected. Additional information was requested but was not provided.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on vad support with no further issues reported. Evaluation of the patient¿s submitted log files confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The pump was set to a fixed speed of 5400 rpm and operated at or above the low speed limit of 5100 rpm for the duration of the log file. The log file recorded low flow hazard alarms on (B)(6) 2019 at 11:48:49 pm and on (B)(6) 2019 at 3:30:37 am when the patient¿s calculated flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The log files appeared to capture the pump operating as intended. The hm3 lvad IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 low speed limit and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.